Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) pacing lead was placed in the right ventricle and high pacing impedance was observed, along with no capture. The helix was retracted and multiple locations in the right ventricle were attempted with the lead, however, the high impedance and no capture were still observed. The physician chose to explant and replace the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead was extrinsically over-rotated and became extrinsically fractured due to over-rotation. It was noted the lead was distorted and fractured within the is-1 connector pin, along with over-rotation and electrical testing could not be performed due to a fractured distal conductor. Visual summary analysis of the lead indicated damage at implant. Correction: a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.